Manufacturer narrative:
The pump passed functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected prime/fill anomaly was noted. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop. The customer's blood glucose level was unknown at the time of incident. Troubleshooting advised the customer to hold down the act button until they receive the 2nd series of beeps and numbers appear on the display. Customer indicated that they did not alert with a series of beeps nor did numbers appear on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.